Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition, fully deployed, the bag damaged and the suture torn. Upon evaluation, the bag was noted fully cinched; however, the bag was found cut near the bottom. No signs of stretched material. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the bag broke is all of the information given. It is unknown if the contents fell into the patient. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.